Manufacturer narrative:
Additional information was received indicating the lot number va17w0w applies to both returned leads. It is unknown which returned lead was in which side of the patient's body. Analysis of the first lead (lot no. Va17w0w) found no significant anomaly; the lead body was cut through and the product was segmented. Analysis of the second lead (lot no. Va17w0w) found no significant anomaly; the lead body outer insulation was cut. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Event description:
No additional information was received.

Manufacturer narrative:
It was noted that the lot number of one of the leads was va17w0w, however it was not specified if this applied to one or both of the returned leads. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated from 67 to 11. Result code updated from 3221 to 3233. Method code updated from 4114 to 4118. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date for follow up report 002 for mfg report number 3007566237-2018-03573 should be corrected to 2019-01-22. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389-40, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that after the patient was implanted with two leads, the resistance was too high. The lead was replaced and the patient was currently in the hospital. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.